Event description:
The customer stated that the central monitoring sys had apparently rebooted, temporarily interrupting centralized pt monitoring. Pt vital signs monitoring continued uninterrupted at the bedside monitors. Centralized monitoring was restored within 60 minutes. Note: hosp staff reported that there were pts connected to the sys at the time, but did not report any pt ID's.